Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: retention products for the reported lot number were tested with clinical negative hcg urine. All test devices produced expected negative results at the read time. No false positive results were observed during testing. Manufacturing batch record review did not uncover any abnormalities and quality control data met specifications. The reported complaint for false positive results was not replicated as retention products performed as expected. A root cause could not be determined based on the information provided. This test provides a presumptive diagnosis for pregnancy. A confirmed pregnancy diagnosis should only be made by a physician after all clinical and laboratory findings have been evaluated.

Event description:
It was reported that on (B)(6) 2018 a female patient had an hcg urine test with two false positive results. There was no delay in treatment and no adverse event reported. Although requested no other information was received.